Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2021. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure date of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? According to feedback, all the above information can't be obtained. What is the patient's current status? The patient didn't have the symptom of heat and has been discharged from the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure date of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tension free hernioplasty on an unknown date and the mesh was implanted. It was reported that there was post-op inflammation. It was also reported that the patient suffered from heat after the surgery. It was also reported that the mesh was removed and the surgery was performed on another day.